Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. Data from the reported event of 10feb2025 was reviewed. A backup battery fault alarm activates at 17:01:40 due to the battery not passing the load test. Backup battery faults were active until 10:46:22 on (B)(6) 2025. There were no other notable events active in the log file. Pump operation was not affected. The system controller was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time without issue. The reported backup battery fault alarms were unable to be reproduced through testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery (ebb) fault early in the morning. The ebb was replaced in clinic and the alarm resolved. The patient had not let their batteries drain or had any no external power alarms. The patient also denied any double power disconnections or episodes of batteries draining. Log files were sent for review, and the event log file displayed a string of low power advisory(s) on 10feb2025 while tethered on batteries due to depleted batteries in-use / normal battery depletion. The event log file displayed multiple backup_battery_fault alarms as mentioned, on (B)(6) 2025 5:01 pm through on (B)(6) 2025 10:46 am. The ebb faults occurred due to a failed ebb load test. There was no interruption in pump support during these events. The patient was woken up by the alarm. The site was considering a system controller exchange if the alarm recurred. The system controller would be exchanged out on (B)(6) 2025. The patient's system controller was exchanged after the ebb failed three times. The system controller and ebb would return for evaluation. Log files were sent for review, and the event log captured low voltage advisory events on battery power due to normal battery depletion. No other unusual events were noted until the system controller was exchanged on (B)(6) 2025 @ 1313.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.